Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: per biomed, hospital staff says that during ventilation, the device would show battery comm error, they would silence it and the error would come back. They could not clear it. Biomed cannot duplicate the issue. Device has been pulled from service.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During clinical use at hospital, the ventilator generated a high-priority alarm indicating a "battery communication error." The alarm was visual and intermittent audible. The patient was transferred to another functioning ventilator. The event did not cause or contribute to a death or serious injury for a patient. The issue was not reproducible during follow-up testing. Hamilton medical received and analyzed the device log files. A high priority "battery communication error" alarm occurred one time, however there was no technical event and no technical faults. Both inserted batteries were detected and logged. No part was replaced, correction was unknown, and the exact root cause could not be confirmed based on the provided information and the investigation on the device.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: per biomed, hospital staff says that during ventilation, the device would show battery comm error, they would silence it and the error would come back. They could not clear it. Biomed cannot duplicate the issue. Device has been pulled from service.